Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0g6fs, implanted: (B)(6) 2014, product type: lead. Product ID: neu_pt m_prog, serial# unknown, product type: programmer, patient. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. It was stated that the patient just received a replacement programmer and they were frustrated using it and needed help. The patent stated that it was not working and they were ¿flooding¿ every time they got up to go to the bathroom 5 or 6 times a night. It was noted that this had been happening for about a month and then they got their new programmer and they stated ¿I don¿t even known how to program it.¿ the patient was in the hospital at the time of report due to a knee replacement. It was later found that the patient¿s stimulation was not on, so that could be the reason that the patient had a return of symptoms. The patient¿s device was set at 5.8 volts with the stimulation off. The patient turned the stimulation down to 1.9 volts and then turned the stimulation on and increased to 2.5 volts. It was noted that the patient was feeling stimulation. Six days later, the patient reported they were not able to adjust stimulation. The patient was able to connect with their implant once they pushed the antenna into the programmer because it wasn¿t plugged in all the way. The patient then increased the stimulation from 2.5 volts to 2.7 volts where the patient could feel the stimulation. The patient didn¿t have any other programs available. It was stated that the patient could keep from ¿flooding¿ and they had no control unless they went to the bathroom every 15-20 minutes. The patient stated that the flooding started suddenly several months prior to report.